Event description:
It was reported that the customer's screen was cracked. The customer had a pacemaker defibrillator that shocked him twice and caused him to fall on the ground. This could have caused the crack on the screen. His most recent blood glucose level was 98 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, missing end cap sticker, cracked belt clip slot, and cracked battery tube threads. No crack on the display window or glass was noted. The insulin pump passed the self test.